Event description:
Customer reported that, during a case, ventilator and monitoring reportedly failed when a nurse unplugged a cord from a socket on the machine. Reportedly, all gas flow from the machine ceased. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Month of manufacture could not be determined.